Manufacturer narrative:
Mwce-35-3/7-tornado-lef-hirata-061499. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the coil got stuck inside a catheter, so the catheter was removed from the patient with the coil. The procedure was successfully completed after the products were replaced with a new coil and catheter. It was further noted that the coil was stretched 3cm (centimeters) from the proximal end. There were no reported adverse effects to the patient as a result of the product problem.